Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence, incomplete uterine prolapse, grade iii, hypermobile urethral junction, symptomatic rectocele and cystocele and rectal lesion along with concurrent laparoscopic assisted vaginal hysterectomy, lysis of adhesions laparoscopically, cystocele repair, rectocele repair, cystourethroscopy, ligament suspension and rectal lesion excision. It was also reported that the patient underwent mesh removal on (B)(6) 2013 due to mesh exposure, vaginal discharge, vaginal bleeding, pain and discomfort. No additional information was provided. (B)(4).